Event description:
It was reported that the patient had a revision of an inflatable penile prosthesis(ipp) device due to inflation issues with the cylinder. A patient outcome of good was reported.

Manufacturer narrative:
Allegation related to device has inflation issue was reported. The ams 700 momentary squeeze (ms) pump was visually inspected. The pump kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The contamination was found inside pump. The pump was not functionally tested due to contamination. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body. The krt of both cylinders were worn to filament. Cylinder 1 has a leak in the krt that was result of sharp instrument damage which most likely occurred during the explant; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 has fold wear leaks in proximal cylinder body; holes were present. Product analysis concluded that identified the fluid loss in cylinder 2 was the most probable cause of the reported event, as device would not be functional after the system fluid was lost. The ams 700 flat reservoir was visually inspected and functionally tested; no leak was found. The kink resistant tubing (krt) was fatigue to filament; no leak was found. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required. Product analysis confirmed the reported events.

Manufacturer narrative:
Additional information received that the patient is in good condition now and had no problem in relation to the surgery. The device was revised on (B)(6) 2020. The lot number of the device is unknown. The device will be returned for analysis.

Event description:
It was reported that the patient had a revision of an inflatable penile prosthesis(ipp) device due to inflation issues with the cylinder. A patient outcome of good was reported.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis (ipp) device due to inflation issues with the cylinder. A patient outcome was not reported.